Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), battery cap contact missing/damaged, failed batt test. The customer reported no adverse event. The event involved product(s) mmt-1880. Customer reported receiving battery failed alarm. Troubleshooting was performed. Customer reported that battery cap contacts are damaged. Customer reported receiving replace battery alert/ replace battery now alarm after receiving a low battery warning. Low battery warning occurred at least 8 hrs before replace battery alert. Customer reported battery cap damaged. Damage is on metal contacts. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a blank display. Unable to perform the sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, broken battery tube threads, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage and damaged display window cover. Blank display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Unable to download history files and traces using thump due to blank display. Unable to confirm failed battery test due to blank display. Cosmetic damage was confirmed at the battery compartment. Unable to confirm battery cap contact missing/damaged, pump was not received with original battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.